Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The e-100 generator was analyzed and the reported failure could not be replicated. This unit was installed into the test system and manually power cycled 10 times. The e-100 powered on with no issue each time. The vessel sealer instrument was installed onto the unit with saline-dipped gauze in the jaws. E-100 was fired with yellow pedal/sync activation and cut/seal about 100 times.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse tested the system and proactively replaced the e-100 generator. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. An RMA has been issued to the customer requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the user was having issues with the e-100 generator. It was stated that "the bite sizes weren't big enough." The intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) to inform them of the issue. The customer already replaced vessel sealer extend (vse) instrument for troubleshooting; however, the same issue occurred. User moved and connected the vse instrument to the integrated electrosurgical unit (erbe) generator and no further issue was identified. No troubleshooting with the tse was performed. The procedure was continued with no reported injury.